Manufacturer narrative:
H2) additional information was added to the event description. B5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the amount of inaccuracy was about 2-3mm. The site aborted navigation and hardware was placed at c2 with a different system. The manufacturer representative did a test spin in a different room it didn¿t have the cl unk noise and it didn¿t shake.  So the imaging system was used for t1-t2. 3 3d spins were unusable 2 of the spins navigation was inaccurate, and 1 was so full of motion that it was unstable. There were 4-5 people in the room at the time the unused spin was taken.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case when the imaging system was spinning, it was making a loud clanking noise and the image acquisition system (ias) was shaking.  It was noted that this was due to a large crack in the gantry cover, which was pushed into the system.  The site had to re-spin the patient because the movement created an inaccuracy.  There was less than an hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.